Manufacturer narrative:
Based on the fact that this AED is beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.

Event description:
A customer reported their AED will not speak, their AED's asi is flashing red, and the device is reporting a service code. The customer did not report this occurring during patient use.